Event description:
Reporter indicated that vns pt had passed away. Exact date and cause of death are not known at this time. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.